Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient indicated that the meter started showing high results sometime in (B)(6) 2018; however, no specific readings were provided for this time. She reported that at 2:20pm on (B)(6) 2019, she obtained an alleged inaccurately high blood glucose result of 314 mg/dl on the subject meter compared to 217 mg/dl on her friend¿s meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. At the start of the alleged issue, the patient managed her diabetes with metformin oral medication. She reported that as a result of obtaining the high readings, she took her usual dose of metformin, but had been starving herself and ¿went to bed hungry¿. She stated that she went to her doctor on (B)(6) 2019, who switched her oral medication from metformin to glipizide. She reported that on an unknown date, she developed symptoms of ¿shaky, weak and felt sick¿, which worsened on (B)(6) 2019. She indicated that during a doctor¿s office visit on (B)(6) 2019, she was given glucose tablets/gel, but the doctor made no further change to her glipizide medication. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct test steps and indicated that she had used an approved sample site to obtain the blood samples. The cca noted that the patient¿s test strips were within expiry date and had been stored correctly in an intact vial. The cca provided education to the patient and walked her through a control solution test. The result fell within the expected range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining alleged inaccurately high results on the meter.